Event description:
A customer contacted beckman coulter regarding an elevated accu tnl result generated by the unicel dxl instrument. - the elevated accu tnl result from sample a was 1.38ng/ml. - the elevated result was reported out of the lab. The customer indicated that the pt was treated with t. Plavix and klexane based on the elevated accu tnl result. The customer indicated that a second sample (b) was collected from the pt for accu tnl. - the accu tnl result from sample b was 0.01ng/ml. - the lower accu tnl result was reported out of the lab. The customer indicated that after the lower accu tnl result was reviewed, sample a was retested for accu tnl. - the repeated accu tnl result from sample a was 0.00ng/ml. The customer indicated that treatment decisions were affected by the erroneously elevated accu tnl result.